Event description:
Falsely elevated troponin I results were obtained on a pt sample. The results were reported to the physician. The sample was run on an alternate analyzer and a negative result was obtained. Pt treatment was not altered or prescribed as a result of this incident. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
The probable cause for the falsely elevated troponin I results is interference from heterophilic antibodies or non-specific binding. The instructions for use for the dimension cardiac troponin-I method states "pt samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. The assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all pt specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and pt history should be interpreted with caution."